Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the phacoemulsification portion of a cataract extraction procedure the handpiece warmed up too much. The case was completed without harm to the patient. This is the first of two reports from this facility.

Manufacturer narrative:
It was previously reported this was the first of two reports from this facility. It has been determined the second report was a duplicate to this file, there is only one report from this facility for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample did not show any visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully; however, system message (sm) - [u/s hp failure - handpiece voltage low (short circuit)] displayed when attempting a five minute burn-in with the system set at 100% ultrasonic and torsional power. The temperature of the hp shell did not exceed 48°c after running for 1 minute at 100% torsional and 100% longitudinal power with 50% switching frequency. The shell temperature did not go out of specifications with the returned handpiece during testing; therefore, the customer reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).